Event description:
During a review of the patient's programming history performed on (B)(6) 2012 it was observed that on (B)(6) 2011, the patient's settings changed due to a systems diagnostic test that did not complete successfully. While the test did not state "fault", the test did not complete as noted by the settings upon interrogation after the test was performed. While the physician made adjustments to the settings, the off time was significantly higher than what it was when the patient first came into the office on (B)(6) 2011. There were no reports of any adverse events as a result of the setting change.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.